Event description:
It was reported that the device was used during a laparoscopy and cholecystectomy. The device stayed closed after firing, device was not on tissue. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
Evaluation summary: the analysis results found that one el5ml device was received for analysis. It was noted to be empty and with the lockout fired through. Functional test could not be performed. No conclusion could be reached as to what may have caused the reported event. However, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.